Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the distal shocking coil and lead tip. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the impedance measurements and delivery of tachy therapy may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances due to confirmed calcium buildup around the shocking coil. The physician decided to explant and replace this lead. This lead has been received by boston scientific and a full investigation will be performed. No additional adverse patient effects occurred.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances due to confirmed calcium buildup around the shocking coil. The physician decided to explant and replace this lead. This lead has been received by boston scientific and a full investigation will be performed. No additional adverse patient effects occurred.